Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Brief description: 1910115uns01, MDR-2063, other device issue (cystotome needle knife), unintended surgical occurence after endoscopy, cystotome failed to do stomach and cyst puncture due to hard peripancreatic tissues. Description of event: at the time of procedure, the patient experienced an event with ¿unintended surgical occurence after endoscopy¿, the site indicated ¿cystotome failed to do stomach and cyst puncture due to hard peripancreatic tissues¿. The site has been queried if this event is caused by the cystotome needle knife or if this is caused/contributed to another condition disease state/anatomy. The site has not answered in time of reporting. Additional information received on 12-sep-2023: for pr# (B)(4) (MDR-2063, pt.(B)(6). Uns1) the site has deleted the adverse event page. The site added to the data collection page: ¿there wasn't any cystotome failure. When electrosurgical puncture failed with cystotome, needle access was used instead to empty the cyst. No stents could be inserted¿. ¿patient was treated by pancreatectomy due to endoscopic treatment failure¿. The patient experienced current hospital stay extended or new hospitalization required.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. There are two methods by which pmcf complaints are received; 1. Initial/ final pmcf report in a pdf format - this is emailed by cook research team. 2. Research team can directly ask customer service to open complaints on trackwise for any ongoing clinical studies - so they open these complaints as and when they come across the malfunction/ adverse events. The studies usually go on for many months or even years. So the research team might not have a report drafted in this case, they would just call in customer service to log these complaints (B)(4) falls under type 2 above. Manufacturing records prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label as per the instructions for use, ifu0005 which informs the user about contraindications "if the pseudocyst is <4cm in diameter do not proceed¿. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per IFU which informs the user about contraindications "if the pseudocyst is <4cm in diameter do not proceed¿. As per medical advisor the patient case form indicated that the pseudocyst was <4cm. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, ¿patient was treated by pancreatectomy due to endoscopic treatment failure¿. The patient experienced current hospital stay extended or new hospitalization required. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.